Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on the (B)(6) 2014. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed all self-tests up to and including the last log entry on the (B)(6) 2017. The device was tested on the calibrated defibrillator analyser and the device delivered a test shock without fault. The device was disassembled to investigate. The device performed to specification throughout the history log and during testing at heartsine. The device history log was intact and contained approximately 40 months of continuous data. There is no evidence within the history log of the device failing a self-test due to a low battery. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes, this equates to approximately 33 months of normal use without fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery.